Manufacturer narrative:
The patient weight is not available per the customer. The customer biomed replaced the wiring harness from the sensor interface board (sib) to the flow sensors which resolved the issue.

Event description:
The hospital reported that, during a case, the unit had flow sensor alarms. There was no reported patient injury.